Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The patient was further evaluated, and a chest x-ray was performed, confirming a lead dislodgement. Reprogramming was performed and it is planned to perform a lead revision to reposition the lead. No adverse patient effects were reported. At this time, this lead remains in service.